Event description:
N/a.

Manufacturer narrative:
Corrected fields: d1 (brand name), d4 (version or model #, unique identifier (UDI) #), e1 (initial reporter, event site email), h4. Historical data analysis: (4109/3221) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/3221) the overall 12 month product complaint trend data for the period (aug 2019 through jul 2020) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/3221) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
The customer has not requested getinge to evaluate this unit in connection with this event. Additional information is being requested, and if provided, a supplemental report will be submitted.

Event description:
It was reported that while the customer was performing routine checks on all their equipment first thing in the morning, they called a getinge representative and asked about service, and stated that the cs300 intra-aortic balloon pump (iabp) was plugged in but showed some kind of service alert that the battery wasn't charging. The getinge representative advised the customer to contact their biomed to call getinge customer service and schedule a service technician to come out. There was no patient involvement, and no adverse event was reported.